Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a report of a patient who was treated with eight cycles of coolsculpting to the abdomen and appears to have no results. The provider is reporting possible paradoxical hyperplasia.

Manufacturer narrative:
Corrected data: b5, d1, d4 (catalog #), d8, d9, g1 (facility name, address, title, name, email), g4, h6, h11. Subsequent to the submission of initial medwatch, this report has been determined that there is no identifiable case of ph.

Event description:
Previous emdr submission noted possible paradoxical hyperplasia. Upon further review by abbvie medical safety physicians, it has been determined that there is no identifiable case of ph. Hence, the record is no longer reportable.